Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Additional 510k number : k013227. Device not returned.

Event description:
It was reported that the implant and fixture mount would not disengage from each other. The implant and mount are a bundled item. The implant was removed and another one was used to complete the procedure. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product system identified signs of use and dried blood residue on the threads and no apparent malfunction. It was determined the device passed functional testing as the mount could be removed from the implant as normal. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined.